Event description:
It was reported that following the spectra malleable implant procedure, the pt was admitted several times post operatively due to wound infection and abscess formation. The pt was kept on IV antibiotics and underwent several debridements with "no benefit received." The spectra was eventually explanted. No add'l pt complications were reported.

Manufacturer narrative:
The device was returned for analysis. A functional test and visual inspection were completed. No issues were noted with the device and the device was found to be within spec. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.